Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
In 2006, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the patient because she could not be reached by phone on two different days at different times. The mas listened to the recorded call to lfs to obtain additional information included below: the patient obtained daily results of 295, 276, 270, 269, and 216 mg/dl over the last 5 days on the reported meter. The patient said she thought the meter readings were too high. No information was provided regarding the patient's diabetes treatment regimen. The patient said she had called ems 2 or 3 months ago because she had low blood glucose symptoms. She said she passed out "in a coma" and was taken to the ER. She was treated with oral glucose. The patient did not provide readings obtained on her meter prior to or at the time of concern. She did not remember results obtained by the emt's or at the ER. The customer care advocate (cca) discovered that the meter code did not match the test strip code, which can contribute to inaccurate results. The cca walked the patient through setting the meter code and conducting a control solution test. The patient obtained a control solution result of 95 mg/dl. However, the patient was unable to read the control solution range printed on the test strip vial. Therefore, the cca was unable to determine whether the lfs product passed control solution testing. The meter, test strips, and control solution were replaced. The complaint is reported because the meter code did not match the test strip code. The patient experienced loss of consciousness and was treated by ems with oral glucose. It is also unknown what results the patient received during or before this incident.